Event description:
I had the essure implanted in (B)(6) 2012 around (B)(6). I was (B)(6). Since then, my health has been in a steady decline. I have developed the following health issue/disorders. Hashimoto's thyroiditis (autoimmune), pcos, ovarian cysts, intermittent pelvic pain, inconsistent menses, painful menses, joint pain, inflammation, back pain, daily chronic intractable migraines, facial swelling, pulsatile tinnitus. Weight gain (B)(6), high blood pressure, ulcers, ibs, gerd, gastritis and brain fog. I have also experienced worsening of hives, asthma, and migraines. I am currently working towards getting the device removed as soon as possible.